Event description:
It was reported that pump experienced malfunction after customer completed yard work in hot weather. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support, received step-by-step guidance to reset pump, and confirmed that malfunction message did not recur after reset, and customer was advised to continue using pump and to call back if any further malfunction occurred.